Event description:
A caller reported encountering a cgm error 42 with their device. After a pump reset was performed with the assistance of customer technical support (cts), the error codes did not reappear. There was no adverse impact to the customer's blood glucose level. The caller successfully initiated their sensor session following the resolution.